Event description:
During the treatment of an aneurysm, the microsphere 10 platinum microcoil ((B)(4)) stretched and broke in the echelon 14 microcatheter. The patient's anatomy was easy. A terumo 12 guidewire was used during the case. There was no consequences reported, and no further information was available.

Manufacturer narrative:
During the treatment of an aneurysm, the micrusphere 10 platinum microcoil (B)(4) stretched and broke in the echelon 14 microcatheter. The patient's anatomy was easy. A terumo 12 guidewire was used during the case. There was no consequences reported, and no further information was available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the device for evaluation, no conclusion can be made; however, it is possible that procedural factors, vessel characteristics, or the concomitant device may have contributed to the resistance/friction resulting in the reported coil damage noted after removed from the patient. A review of the manufacturing documentation associated with lot f76853 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During the treatment of an aneurysm, the micrusphere 10 platinum microcoil ((B)(4)) stretched and broke in the echelon 14 microcatheter. The patient's anatomy was easy. A terumo 12 guidewire was used during the case. There was no consequences reported, and no further information was available. The coil was mechanically detached and not returned. Due to very limited information provided on the complaint, it cannot be determined where the field complaint occurred whether inside the aneurysm or microcatheter. If the coil stretched and mechanically detached while being repositioned inside the aneurysm and then stretched and remained inside the microcatheter, then the most likely contributing factor was due to the coil becoming anchored either on the coil's already dwelling inside the aneurysm, on the coil itself, or on the distal tip of the microcatheter. If this anchored event occurred while repositioning the coil inside the aneurysm, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." If the coil was stretched and mechanically detached before reaching the target aneurysm, then distal interference inside the microcatheter may have caused the coil to become anchored and mechanically detached when being retracted. However, the source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the echelon 14 microcatheter and the mechanically detached coil used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.